Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a lens preload issue where the plunger advanced past the iol and failed to deliver it from the cartridge. No patient harm was reported. Additional information has been requested.